Event description:
It was reported that upon opening the interpulse handpiece during a procedure, the batteries were observed to leak an unknown substance. A back up device was used to complete the procedure with no patient or user injuries, and no adverse consequeces.

Event description:
It was reported that upon opening the interpulse handpiece during a procedure, the batteries were observed to leak an unknown substance. A back up device was used to complete the procedure with no patient or user injuries, and no adverse consequeces.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed.

Manufacturer narrative:
Battery holder was opened and three batteries were discovered to be corroded. Battery holder contacts were also corroded . A new battery pack was connected to the handpiece and it turned on properly. Handpiece internal and external components, including the electrical cables, were inspected and found properly assembled. Therefore the claimed ¿battery leak¿ condition was confirmed. Based on the results of the unit evaluation, the most probable root cause for the corroded / exploded battery inside the battery pack were identified as internal battery malfunction, an incorrect component / electrical system assembly, or improper handling during unit usage producing a do not work condition.